Event description:
The or manager at the hospital, reported the following event to the sales rep : "fracture of the t2 recon nail at the hole of the lag screw, which was implanted 2 months ago. Patient was revised with another nail."

Manufacturer narrative:
Investigation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the nail broke after a period of reported 2 months of implantation. The reported event ¿ nail breakage at the level of the 2 screws ¿ could not be confirmed, since the device was not received for evaluation nor were any x-rays provided showing a nail breakage. Reported and received nail breakages have always been damaged intra-operatively by drill marks in the corresponding area ¿ leading to potential notch effects and reduced strength. Such appearance could explain the surgeon¿s impression of ¿fragility between the screw holes¿ as the nail was not available it could not be determined if the nail had been damaged intra-operatively. Received information about the patient¿s post-implant activity (sedentary, gentle therapy, no loading) could not be verified (e.g. Material not deformed or worn) as to missing item. With available information no further technical statement was possible. As to missing medical records no medical statement was reasonable. With available information a deficiency of the nail could not be verified. The file will be closed formally. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
The or manager at the hospital, reported the following event to the sales rep : "fracture of the t2 recon nail at the hole of the lag screw, which was implanted 2 months ago. Patient was revised with another nail."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.